Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 30mm amplatzer septal occluder was chosen for procedure. During the device preparation the device presented without deformation. During the procedure, the user attempted to place and the device presented with a bulbous deformation. The device was removed from the patient and the user deployed the device outside the patient and the device presented with the same deformation. The device was exchanged with a new. The event did not cause a delay and the patient remained stable throughout the procedure.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a video and photo were received from the field and a video and photo appeared to demonstrate bulbous deformation of both discs of an occluder device when deployed through loader. However, it could not be confirmed as there was no shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. It was indicated that there was no any anatomical interference, or angulation or kink in the delivery system upon deployment and the 9f size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Information from field indicated that a 9f sheath was used. Per the instructions for use, artmt600034247 rev b, the minimum recommended size delivery system for use with a 30 mm amplatzer cribriform occluder is an 8f.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer multi-fenestrated cribriform septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During the device preparation, the device presented with no issues. During an attempt to implant the device, it presented with a bulbous deformation. The device was removed from the patient prior to release from the delivery cable. The device was deployed outside the patient, but the deformation remained. The device was exchanged for a 25mm amplatzer multi-fenestrated cribriform septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, a video from field appeared to demonstrate bulbous deformation of both discs of an occluder device when deployed through loader. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that a 9f sheath was used. Please note that per the instructions for use, the minimum recommended size delivery system for use with a 30 mm amplatzer cribriform occluder is an 8f.

Event description:
Correction to previously reported information: it was reported that on (B)(6) 2022, a 30mm amplatzer multi-fenestrated cribriform septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During the device preparation, the device presented with no issues. During an attempt to implant the device, it presented with a bulbous deformation. The device was removed from the patient prior to release from the delivery cable. The device was deployed outside the patient, but the deformation remained. The device was exchanged for a 25mm amplatzer multi-fenestrated cribriform septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.